Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the physician deployed an angio-seal vip device in the right common femoral artery after performing a procedure. The anchor did not properly deploy, which caused the physician to remove the device, and the collagen was not able to be compacted. The procedure was completed successfully using manual compression, and hemostasis was achieved. The patient was released without issues. Additional information on (B)(6) 2018. It was a peripheral procedure.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.